Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device presents a poor image, which is dim and foggy. There were no reports of patient harm.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken lens and distal fiber breakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified, based on the results of the investigation. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.